Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported or reset the pump for this malfunction within the last 24 hours. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction recurs.